Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a lateral femoral nail (lfn) removal incident: removal of the right lfn nail, in place for over a year and a half. Nail was exposed, removal of the locking screws, and setting up the extraction system proves difficult. The screw thread doesn't take easily finally I manage, but as soon as I try to extract the device, the nail ¿doesn't move¿, and the ancillary is ejected. Several attempts was made without success. The universal conical extractor was used which normally takes in all screw threads. With this system, it's impossible to remove the nail because the screw thread pulls out every time. Finally a third try using the lfn nail setting ancillary whose screw thread is different and grips further out was used. The grip was good, but it took several tries with hammer blows, two people taking turns, surgeon and assistant to finally see the nail move. A three hour surgical delay was noted. The surgeon suffered from shoulder tendonitis. Procedure was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.